Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal. The customer's blood glucose reading was 475 mg/dl at the time of incident. The customer indicated that there was blood at the site. Customer was advised on proper insertion, taping and site technique. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the issue and call back if necessary. No further details.